Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were implanted on septal and posterior leaflet. Imaging was difficult. The final tr was grade 3+. There were no adverse patient effects or clinically significant delays reported. On (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) for the second clip and the clip was no longer attached to the posterior leaflet. Patient had symptoms of ventricular tachycardia. On (B)(6) 2026, under transesophageal echocardiogram (tee), slda was confirmed. Tr was grade 4-5 after slda.